Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
This report was received from (B)(6) and is a spontaneous report from a nurse with supplemental information by a physician in the (B)(6) of break in aseptic technique loose stools and bacterial peritonitis with culture positive for pseudomonas in a patient, coincident with dianeal pd2 unknown bag therapy for ambulatory peritoneal dialysis (apd). On an unreported date, a break in aseptic technique occurred, described as not following pd protocol on aseptic technique. On '(B)(6) 2012' (as reported), the patient experienced peritonitis which was manifested by abdominal pain and loose stools. The cause of peritonitis was the break in aseptic technique. On (B)(6) 2011, the patient was hospitalized with cloudy effluent and discharged on (B)(6) 2011. The nurse believed that the event of bacterial peritonitis with culture positive for pseudomonas was not related to dianeal therapy. No causality statement was provided by the physician or for the events of loose stools and break in aseptic technique. This is one of two reports from the same reporter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.